Event description:
During the atrial tachycardia (at) procedure, it was reported the "low flow check" message was displayed during the low flow mode (2ml) when the catheter was placed inside the atrium. Some blood clots were observed at the tip of the catheter when the catheter was removed from the patient's body. Saline did not come out from the tip of the catheter when saline was flushed. After wiping the tip of the catheter by gauze, there was still no saline come out from the tip of the catheter. A syringe was attached to the catheter directly and saline was pushed in. The issue was resolved by exchanging the catheter. The procedure was completed without patient's consequence.

Manufacturer narrative:
(B)(4). During the atrial tachycardia (at) procedure, it was reported the "low flow check" message was displayed during the low flow mode (2ml) when the catheter was placed inside the atrium. Some blood clots were observed at the tip of the catheter when the catheter was removed from the patient's body. Saline did not come out from the tip of the catheter when saline was flushed. After wiping the tip of the catheter by gauze, there was still no saline come out from the tip of the catheter. A syringe was attached to the catheter directly and saline was pushed in. The issue was resolved by exchanging the catheter. The procedure was completed without patient's consequence. Upon receipt, the device was visually inspected and it was found in normal conditions. An irrigation test was performed and the catheter failed due to all six irrigation ports were not flushing correctly. The catheter was dissected and it was found that the irrigation tubing had occluded with blood. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.